Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. Upon evaluation the cable connecting the dn to the rear therapy electrodes, the cable connecting ECG "a" and ECG "b," the cable connecting the ECG "c" and ECG "d," and the trunk cable were all severed. The root cause was physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the cables on electrode belt sn (B)(4) were severed. The last patient to use this electrode belt did not report any deficiencies.